Manufacturer narrative:
The returned AED, serial number (B)(4), and returned dbp-1400 battery pack, serial number (B)(4) (pads used during the event were discarded by the user) were tested multiple times in the following simulated use scenario. The AED, battery pack and a set of test pads were connected to a patient simulator set to ventricular fibrillation (a shockable rhythm). In all cases, the AED analyzed the ECG heart rhythm, made an appropriate shock decision, charged, in preparation for shock delivery, and delivered a defibrillation shock, within specification, to the simulated patient. The AED was opened and inspected for unsoldered and damage components and all were ok. The results of the visual, functional, and simulated use tests indicate that the AED is performing within specification and functioning properly as designed. No problem found.

Manufacturer narrative:
Although requested, the device associated with this event has not been returned. The investigation remains open, and no root cause is known. Should additional information become available, a follow-up MDR will be submitted.

Event description:
A customer reported that during a rescue attempt the AED continued to say "connect pads" when they believed that it should have been analyzing the patient.